Event description:
The arm assembly continued to brake in the same spot. This file was made upon gathered information for file number (B)(4). The provider states the issue documented in that file, had happened two previous times. Those two previous times are now documented in this fila and (B)(4).